Event description:
It was reported that during a stenting treatment procedure, a shaft fracture of a balloon catheter occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous mid left anterior descending (lad) artery with a reference vessel diameter of 5mm. The physician placed an unknown manufacturer's guide catheter then pre-dilated the target lesion using a 2.5x20mm non-bsc balloon at 10atm for 10 seconds twice. Then the physician unsuccessfully attempted to cross the target lesion using a 5.0x24mm taxus liberte stent delivery system before successfully using another of the same device to stent the target lesion. While attempting to advance a 5.0x12mm quantum maverick balloon to the target lesion the physician experienced resistance. Then, the shaft of the quantum maverick fractured approximately 20cm from the hub. The device was removed along with the guide catheter. The post-dilation was completed with another of the same device, no additional complications were reported and the patient's post-procedure condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by mfg: the quantum maverick was received with no original packaging. There was a complete separation of the hypotube 22 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).